Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a dissection occurred. The target lesion was located in the chronic total occlusion of the right coronary artery (rca). A 2.225x8 mm taxus express2 drug eluting stent was placed in the rca. After deployment a dissection was seen distal to the stent in the posterior lateral branch. A 2.25 x 24 mm taxus stent was advanced to cover the stent but was unable pass through the previously deployed stent. It is unk how this procedure was completed. No pt complications were reported. The pt status is reported as 'satisfactory/good'.